Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. Buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, a nurse reported that the patient had stoma site redness which was ongoing since (B)(6) 2020. The patient also experienced peg site oozing clear fluid with slight redness and pain. The patient was seen by a physician who prescribed oral 450mg of clindamycin daily for 1 week. On (B)(6) 2020 during an examination, the patient a hard area at the stoma site and "ooze" was seen on the dressings which appeared to be serosanguinous in appearance, and the stoma site redness had resolved. The patient's peg tube was not able to be mobilized and three days of antibiotic were added. On (B)(6) 2020 during a nurse visit, the stoma site continued to have a moderate amount of ooze of yellow-tinged colored serous fluid with tenderness in the area around the stoma site. On (B)(6) 2020, the patient was admitted to the hospital and treated with intravenous vancomycin for a stoma site infection. On (B)(6) 2020, an esophagogastroduodenoscopy (egd) revealed a buried bumper, which required the peg and j tube to be removed on (B)(6) 2020 and duodopa therapy was on hold. No further information was available.